Event description:
It was reported to covidien that hospital engineers checked the unit and found that it was overheating. It was reported that no pt was involved.

Manufacturer narrative:
The warmtouch 5900 is not distributed in the u.s.; however, the 5300a warmtouch is of essentially identical design and is distributed in the u.s. The 510k number for the 5300a warmtouch is k913016.